Event description:
The patient reported that he has experienced 3 infusion set tubings separated at the luer connection over the past 8 months. He stated that his blood glucose elevated to 280-300 mg/dl. His normal blood glucose is around 100 mg/dl. He stated that he changed the infusion tubing and bolused to lower his blood glucose. He stated that he typically uses his infusion tubing for 2-3 weeks and his infusion site for 1 week. He stated that the infusion tubings that separated were in use for one week. He was advised to change the infusion site every 3 days and the infusion tubing every 6 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.